Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation. Testing revealed the right atrial (ra) lead was sitting on the superior vena cava (svc) and had pulled back slightly with loss of slack. The lead was repositioned. It was also reported that the lead later dislodged, and the patient is scheduled for a revision. The lead remains in use. No further patient complications have been reported as a result of this event.